Event description:
It was reported that approximately 10 months following the implant of the transcatheter bioprosthetic aortic valve, at the 1-year visit, a diagnostic echocardiogram identified increased aortic valve gradient and velocities from 2 meters per second (m/s) at discharge to now 3.1 m/s were identified. The specific gradient value was not reported. An anticoagulant was to be started. A 4d computed tomography (CT) was to be performed for hypoattenuation affecting motion (ham) and hypoattenuation leaflet thickening (halt) evaluation. No patient symptoms or complications have been reported as a result of this event. The physician indicated the event was possibly related to transcatheter valve. Additional information indicated that at baseline, prior to the transcatheter valve implant the mean gradient (mg) via doppler measured 26.3 millimeters of mercury (mm hg). The valve was implanted at 3 millimeters of the non-coronary sinus (ncs) and 4 mm of the left coronary sinus (lcs) per aortography. Following the valve implant within the native annulus, the gradient measured 1 mmhg. At the 30 day follow-up the mg via doppler measured 36.6 mmhg. Approximately 10 months following the valve implant the mg measured 21 mmhg. The physician indicated the gradient issue probably was related to the bicuspid valve. A computed tomography (CT) was performed at approximately 11 months following the valve implant. The CT confirmed that hypoattenuation leaflet thickening (halt), hypoattenuation affecting motion (ham), and thrombus nor soft tissue density along the valve planes were not present. The valve was in the appropriate position. The valve motion was reported as normal without evidence of abnormalities. No thrombus formation or soft tissue density along the valve planes. It was confirmed the patient was asymptomatic. It was reported that an oral anticoagulant had been started twice daily. Additional information was received which indicated that the 30-day follow-up where the mean gradient measured 36.6 millimeters of mercury (mm hg) was 30 days following the study randomization and was 1 month prior to the patient receiving a transcatheter bioprosthetic aortic valve.

Manufacturer narrative:
Updated data: h6. Product analysis: the suspect device remained in the patient; therefore, analysis of the product could not be performed. However, procedural images were submitted to medtronic for review. Images included a transthoracic echocardiogram performed prior to the transcatheter aortic valve implant which showed the patient¿s heavily calcified native aortic valve with limited leaflet excursion. The aortic valve av mean pg was 38.12 mm hg consistent with moderate-severe aortic stenosis. Additionally, severe pulmonic insufficiency, mild mitral regurgitation, trace tricuspid regurgitation, and an ejection fraction of approximately 45-50% were observed. Intra-procedural images included fluoroscopic images which showed inspection of the valve load confirmed a good load. A pre-implant balloon aortic valvuloplasty was performed. During the implant procedure, evidence showed at least two recaptures and three deployment attempts. The first deployment attempt resulted in a very deep position, approximately 8-9mm on the non-coronary cusp in the cusp overlap view (cov), and 10mm on the left coronary cusp (lcc) in the left anterior oblique (lao) view. As stated in the device instructions for use (IFU), the recommended target depth is 3mm relative to the valve annulus. If the implant depth is =1mm or >5mm, consider recapture. Images showed the valve was recaptured and deployed a second time resulting in a depth of 0mm on the non-coronary cusp in the cov, and 3mm on the left coronary cusp in the lao view. The valve was subsequently recaptured and deployed a third time. The valve depth was approximately 3mm on the non-coronary cusp in the cov, and 5mm on the lcc in the lao. The valve was released on the third deployment attempt and final angiogram did not show evidence of aortic regurgitation/paravalvular leak, and the reported post-implant gradient was 1mm hg. Conclusion: as the event reported an adverse event in a procedure involving a medtronic device an investigation was required. A comprehensive review of the device history records showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A failure mechanism of the device cannot be established and the conclusive cause of the reported event cannot be determined. The complaint investigation determined trends for these event types are assessed, this event is foreseen in risk management and is included in monitoring/trending. The device instructions for use (IFU) was developed from the product risk documentation as is the product labelled adverse events document. The device IFU lists gradients as a potential risk associated with the treatment procedures. There was no identified inadequacy with the device IFU in relation to this event. Neither the product design nor manufacturing processes of the medtronic device were identified as the cause of the event. The device failure mode was unidentified; it is not possible to determine a cause of the event from the information provided. As stated in the device IFU, potential risks associated with the implantation of the bioprosthesis may include, but are not limited to, the following: prosthetic valve dysfunction (regurgitation or stenosis) due to fracture; bending (out-of-round configuration) of the valve frame; under expansion of the valve frame; calcification; pannus; leaflet wear, tear, prolapse, or retraction; poor valve coaptation; suture breaks or disruption; leaks; mal-sizing (prosthesis-patient mismatch); malposition (either too high or too low)/malplacement; prosthetic valve thrombosis. High gradients can be related to valve related factors (ex. Degeneration, thrombus, calcification, etc.) Or non-valve related factor s (ex. Left ventricular outflow tract obstruction, patient pressures, left ventricle dysfunction, etc.). Gradients can be observed despite normal device functionality. The patient's bicuspid valve may have been a contributing factor to the high gradients. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated/corrected data: a2, b1, b2, b3, b5, b6, h1 (medication intervention reported), h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that at baseline, prior to the transcatheter valve implant the mean gradient (mg) via doppler measured 26.3 millimeters of mercury (mm hg). The valve was implanted at 3 millimeters of the non-coronary sinus (ncs) and 4 mm of the left coronary sinus (lcs) per aortography. Following the valve implant within the native annulus, the gradient measured 1 mmhg. At the 30 day follow-up the mg via doppler measured 36.6 mmhg. Approximately 10 months following the valve implant the mg measured 21 mmhg. The physician indicated the gradient issue probably was related to the bicuspid valve. A computed tomography (CT) was performed at approximately 11 months following the valve implant. The CT confirmed that hypoattenuated leaflet thickening (halt), hypoattenuation affecting motion (ham), and thrombus nor soft tissue density along the valve planes were not present. The valve was in the appropriate position. The valve motion was reported as normal without evidence of abnormalities. No thrombus formation or soft tissue density along the valve planes. It was confirmed the patient was asymptomatic. It was reported that an oral anticoagulant had been started twice daily.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the increased valve gradient was possibly related to the transcatheter valve.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the increased gradient was resolved approximately one year and one month following the onset.

Event description:
It was reported that approximately 10 months following the implant of the transcatheter bioprosthetic aortic valve, at the 1-year visit, a diagnostic echocardiogram identified increased aortic valve gradient and velocities from 2 meters per second (m/s) at discharge to now 3.1 m/s were identified. The specific gradient value was not reported. An anticoagulant was to be started. A 4d computed tomography (CT) was to be performed for hypoattenuation affecting motion (ham) and hypoattenuated leaflet thickening (halt) evaluation. No patient symptoms or complications have been reported as a result of this event. The physician indicated the event was possibly related to transcatheter valve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 10 months following the implant of the transcatheter bioprosthetic aortic valve, at the 1-year visit, a diagnostic echocardiogram identified increased aortic valve gradient and velocities from 2 meters per second (m/s) at discharge to now 3.1 m/s were identified. The specific gradient value was not reported. An anticoagulant was to be started. A 4d computed tomography (CT) was to be performed for hypoattenuation affecting motion (ham) and hypoattenuated leaflet thickening (halt) evaluation. No patient symptoms or complications have been reported as a result of this event. The physician indicated the event was possibly related to transcatheter valve. Additional information indicated that at baseline, prior to the transcatheter valve implant the mean gradient (mg) via doppler measured 26.3 millimeters of mercury (mm hg). The valve was implanted at 3 millimeters of the non-coronary sinus (ncs) and 4 mm of the left coronary sinus (lcs) per aortography. Following the valve implant within the native annulus, the gradient measured 1 mmhg. At the 30 day follow-up the mg via doppler measured 36.6 mmhg. Approximately 10 months following the valve implant the mg measured 21 mmhg. The physician indicated the gradient issue probably was related to the bicuspid valve. A computed tomography (CT) was performed at approximately 11 months following the valve implant. The CT confirmed that hypoattenuated leaflet thickening (halt), hypoattenuation affecting motion (ham), and thrombus nor soft tissue density along the valve planes were not present. The valve was in the appropriate position. The valve motion was reported as normal without evidence of abnormalities. No thrombus formation or soft tissue density along the valve planes. It was confirmed the patient was asymptomatic. It was reported that an oral anticoagulant had been started twice daily. Additional information was received which indicated that the 30-day follow-up where the mean gradient measured 36.6 millimeters of mercury (mm hg) was 30 days following the study randomization and was 1 month prior to the patient receiving a transcatheter bioprosthetic aortic valve. Additional information was received to note per the physician, the increased gradient in the prosthetic valve was not related to the prosthetic valve.

Manufacturer narrative:
Updated data: b5. A fourth paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which indicated that the 30-day follow-up where the mean gradient measured 36.6 millimeters of mercury (mm hg) was 30 days following the study randomization and was 1 month prior to the patient receiving a transcatheter bioprosthetic aortic valve.